Event description:
It was reported during sedation of a therapeutic "transu" procedure, the generator experienced an e433 error. This led to a surgical prolongation greater than 30 minutes. The procedure was completed using a back up device. There were no reports of further patient harm.

Manufacturer narrative:
An olympus representative assessed the subject device and found that the generator alarmed immediately on startup and kept restarting itself. The error could not be cleared. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00074.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer, the results of the final investigation, and correction to the initial MDR. Updated fields: d9, h3, h6, and h11. Corrections to b1, b2, and h1. The device was returned to olympus for inspection, and the reported failure was confirmed. It was determined that the generator board was causing the error message. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the reported event. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was changed from bipolar to monopolar method, which took time to get different instrumentation and disposables after the patient was asleep. The patient was under anesthesia longer than anticipated; however, there was no sequalae noted. The patient remained hemodynamically stable without any harm or complications.